Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that the cause of the patient's withdrawals was that the pump was empty. The rep stated that the alarm was going even after refill and 2 ml put into the alarm date. The rep further stated that it was their understanding that this was an ongoing issue with the last update on the tablet. The rep stated that they physician assistant (pa) would silence the alarm and see if it reset on (B)(6) 2024.

Event description:
Information was received from a healthcare provider (hcp) and company representative (rep) regarding a patient receiving an unknown intrathecal drug via an implanted pump for an unknown indication for use. It was reported that the patient came in for a refill and their reservoir alarm was at zero. The pump was refilled and the reservoir was reset to 2 ml. The patient did state that they had gone through some withdrawal symptoms but they were doing better on the day that they were there for their refill. When the patient left everything seemed well, and then the patient called the next day stating that their pump was still alarming. Environmental/external factors that may have caused or contributed to the event was that with the new software upgrade when the reservoir drops below the zero mark, they need to silence the alarms. The patient's pump was refilled and the patient was coming back (B)(6) 2024 to have the alarms silenced. The issue was not resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history were asked but would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information recieved from the company representative (rep) via the healthcare provider (hcp) reporting that actions taken to resolve the withdrawal symptoms and alarming pump were that the alarm was silenced then the hcp went in and reinterrogated. The alarm was then gone.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.